Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant, there was difficulty in advancing the right ventricular lead through the sheath which caused a bend in the superior vena cava coil. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.